Manufacturer narrative:
The device has not yet been returned to for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The customer reported that they experienced a drip coming from the in-line one way valve on the aortic vent line. The valve was turned upright and it was fine. As a result of the leak the valve had to be replaced. The vrv in the first circumstance was placed upright to avoid leaking. On the second occurrence, the vrv valve needed to be replaced completely. This is second event. (B)(4).